Event description:
The customer reported the system is displaying a checksum error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset cmos settings. System is not under service contract with ge. (B)(4).